Event description:
(B)(6) received notification from a field clinical specialist that a patient underwent transfemoral tavr in a non-edwards (medtronic mosaic) surgical valve with a 26mm s3u valve due to stenosis of the non-edwards valve. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).